Manufacturer narrative:
Full UDI# provided. We have tried to obtain the incident device for evaluation with no success. No product returned verified on september 30, 2015. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"We had a clip applier malfunction the other day. Ref # (B)(4) lot number 1229365. The clips would not crimp at the top, we were hearing the "pop" sounds prior to it even closing. There was not too much tissue. It was tried multiple times and still would not work, I have noticed that it has been more difficult to close. I have kept the applier with the packaging and a clip for an example." Patient status: "good."